Event description:
The customer reported having trouble with the battery keeping charge. There was no report of patient involvement.

Manufacturer narrative:
(B)(6). A f/u report will be submitted once the investigation is complete.